Event description:
Caller reported multiple intermittent occlusion alarms. There was no reported impact on the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, resuming insulin therapy.